Manufacturer narrative:
Philips service replaced the pc and hdd, reinstalled os and application, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexspot pc failed during startup; graphics card error identified on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.